Event description:
The facility's biomedical technician reported a fail code of 715. The biomedical technician did not have information regarding whether the failure occurred during patient use or biomedical testing. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.